Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance in the bipolar configuration. Historically the bipolar impedance had been about 369 ohms. Unipolar impedance was less than 200 ohms. The lead was to be left in th bipolar configuration and monitored. It was reported that the device was exposed to electrical shock.

Manufacturer narrative:
No medwatch form was received.